Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for multiple assays for an unknown number of patient samples. Data was provided for one sample that had clot and generated sample short errors. The sample was automatically repeated. Of the data provided, only the following results were discrepant. The initial ise indirect gen.2 chloride result was 60 mmol/l with a data flag. The repeat result was 99.5 mmol/l. The initial ise indirect gen.2 sodium result was 80 mmol/l with a data flag. The repeat result was 142 mmol/l. The initial results were sent to the host system and were auto verified. A corrected report was sent. The customer stated there were other samples, neonatal bilirubin, that were affected but she did not have the data to support this allegation. There was no adverse event. The customer stated there ere other samples, neonatal bilirubin, that were affected but she did not have the data to support this allegation. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative found there was a possible issue with the sample. He checked sample probe adjustment and ran accuracy and precision checks which were within specifications. The customer wanted to understand why the results with flags were sent to the host and auto verified. The customer's middle-ware system were investigated and it was determined it was working as specified.